Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: unknown / serial#: unknown, UDI #: unknown, device available for evaluation: no, dev rtn to MFR? No, device mfg date: unknown, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain during and after the implant of the leadless implantable pulse generator (ipg). It was also reported that the electrical measurements were high so the operator decided to reposition the device. During device repositioning, recapturing the ipg was difficult as the delivery system was not passing the tricuspid valve easily. The ipg was recaptured and positioned successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pain level is not severe per patient. The patient did not want the leadless implantable pulse generator (ipg) to be replaced, therefore no further actions were taken.